Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-3138-35. Serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-8336-50. Serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads and lead extensions revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that an abscess was noted in the patients neck. The physician believed that the infection was not device related and did not suspect anything from the recent procedure that would have contributed to the infection. The patient underwent an explant procedure. No device malfunction was suspected.